Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Evaluation results: the device was not returned to zoll medical corporation for evaluation. Instead, communication with the customer confirmed the device works as expected. The customer's report was attributed to user education on applying the one-step pads. The customer stated that the training was successful and that the clinical log did not show any pad errors. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown), the device was unable to detect the attached electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.